Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic was broken/cut at the optic/haptic junction (returned). The optic was broken/cut into three portions (returned). The portions of lens were returned adhered in solution one atop the other in the lens case. The lens portions were soaked with lphse to remove and assess. The center optic portion has two small scratch marks. All product and batch history records are quality reviewed prior to product release. All associated products were qualified for use with this lens. Two small scratches were observed in the center portion of the cut optic. This was most likely interpreted as the reported complaint of "two dots". The lens was cut into portions, typical of damage observed during removal. The file indicated the use of a qualified lens/cartridge/handpiece/viscoelastic combination. The product investigation could not identify a root cause for the damage. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, two dots were observed in the center of the optic of the iol after the lens was implanted. The physician said that the scrub tech that loaded the lens, has extensive experience in loading lenses, so she said she is ¿99% certain the lens had the defects when they received it, and this was not due to the scrub tech loading the lens. The physician said the lens perfectly glided out of the injector & into the eye without incident and was a perfect ¿burrito,¿ with both haptics tucked (no trailing haptic), and unfolded without incident. After noticing the two dots in the center of the lens, they physician cut the lens into 3 pieces and removed from the eye. The physician then utilized the backup lens and implanted it without incident. Additional information was requested.